Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with elevated right ventricular lead capture thresholds. No changes were done to address this issue. The patient was asymptomatic.